Event description:
Customer reported that the sound on the insulin pump was turned off and changed to vibrate and it makes a loud sound. The self test was performed and it passed. The vibrate seemed louder than usual. Device was not exposed to a strong magnetic field and is has not physical damage. Customer stated she experienced high blood glucose the night prior to the call. Blood glucose value was 583 mg/dl and when she woke up it was 160 or 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-46237.